Manufacturer narrative:
As reported, following a procedure using a hydrosurg plus irrigator, green fluid was noted to be leaking from the motor of the device. The sample has not been returned for evaluation. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, without a sample to evaluate, no conclusion can be made. This emdr represents one of the three devices; two additional emdrs have been submitted to document alleged issues associated with those devices. Note, the date of event is estimated based on the information available. If/when the sample is returned and evaluation completed, a supplemental emdr will be submitted. Not returned.

Event description:
(B)(4): the hydro-surg irrigator with nezhat tubing worked as expected during the laparoscopic procedure (irrigation and aspiration of fluids/smoke from operative site). At the end of the procedure a dark green substance was observed oozing from the motor portion of the device. This has occurred with three of the devices. The 3 incidents where they leaked, were from early september and the lot # was jufp1235. The second was middle of september and the lot # was jufp1219. The third one was towards the end of september and the lot # was jufp0423. Procedures: laparoscopic cholecystectomy.